Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in hospital for an unknown reason for an unknown date. Customer did not mention any treatment and symptoms. Customer stated that they received power loss alarm since hospital asked him to power it off. It was unknown whether the auto mode feature was on or not. The insulin pump will not be returned for analysis.